Event description:
The device, lumiport, lists on page 8 of the getting started manual, that the device meets FDA requirements for safety but rptr finds no confirmation of this fact. The device if used as instructed, comes near or in contact with the skin.